Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional left side deflation and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on posterior, broken on plug strap, white particles on the shell, and crease fold. Leak test and microscopic analysis was performed which identified: a sharp opening on posterior and sharp broken on plug strap. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional left side deflation and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." The device has been replaced.